Manufacturer narrative:
Block h6: device code a050702 is being used to capture the reportable event of cinch failure to cut.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an overstitch defect closure procedure on (B)(6) 2026. During the procedure, the cinch failed to cut the suture. The procedure was completed with a new suture and cinch. There was no patient complications reported as a result of this event.